Event description:
Two epinephrine auto-injectors fail/needle never came out [device failure] no adverse event. Case narrative: this initial spontaneous report concerns of device failure and no adverse event in a female patient from the united states. The patient's age at the time of event experience was not reported. On 30-jan-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse event experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine injection (auto-injector) (ndc: 0115-1694-30, lot number: g230405x, expiration date: oct-2024) (dose, frequency, route, and therapy dates were not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient stated that recently had two epinephrine autoinjectors fail. The patient used the pens correctly and the needle never came out. Hence, the patient requested for a replacement. The two epinephrine autoinjectors used where having same ndc, lot number and expiration date details. Last action taken with twinject in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This case is cross-linked with (B)(6) as same patient. Follow-up (#1) information was received on 15-feb-2024: follow up information was received from patient via an email. New information included; patient details, product indication and event onset date has been added. This case pertains to a 58-year-old white female patient. The patient was being treated with epinephrine injection (auto-injector) (ndc: 0115-1694-30, lot number: g230405x, expiration date: oct-2024 for both pens) for anaphylaxis emergency. Patient was allergic to multiple foods and drugs allergies. On 14-jan-2024 patient tried two autoinjectors neither needle discharged despite proper use. Treatment urgently needed for anaphylaxis could not be obtained. It has been reported that there was no click as needle never came out. The needle was not visible beyond the end of the nose cap when auto injector was removed from the skin. Further stated that the dose never came out and needle was never exposed. Patient reported that epinephrine autoinjectors failed again and this was the third time she had failures to the product with proper use. The patient used both autoinjector pens properly and the needle failed to eject despite repeated pressure into her thigh. The patient is an experienced user to the product and this malfunction could have resulted in death. Patient cannot express how dissatisfied with our company. This is the third time patient had to return, defective amneal epinephrine autoinjectors. This time patient also notified the FDA as patient think products are unsafe and should be recalled. Patients have no choice on which brand to get when I fill my prescription for epinephrine and now must carry multiple pens as yours have failed so often. Staff also has not treated this seriously enough when I have called on the two prior cases. Hence patient requested two replacement autoinjectors sent directly to her. Last time it took about four months to get the replacements, as you never notified the pharmacy when you credited, and she had to call amneal to get the information so the pharmacy would give her a new package. Since this is live-saving medication, she cannot afford such a delay. There was medically assessed device complaint associated with this case. Investigation report received on 20-feb-2024 and amended reports received on 23-feb-2024 were attached. On 30 jan 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g230405x, ¿needle not come out¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿failure to fire¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp_2024_0266 and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. There have been no other complaints reported for lot g230405x for the past 24 months. There have been 21 other, similar complaints reported in the complaint category ¿failure to fire¿ in the past 24 months. None of the 21 similar complaints were attributed to the manufacturing process. Retain review conformed, samples tested fire properly and delivered a dose. Based on the retain review the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was returned on 20 feb 24 and inspected on 21 feb 24 from the sample return kit provided by impax - amneal. Two (2) 0.3 mg auto-injectors were returned, which included samples from lot g230405x exp oct 2024. Based on the complaint sample evaluation for the reported "needle not come out (2 devices)" was not confirmed when qualitative functionally tested based on the following evidence: 1.the auto-injector fired and delivered a dose of solution after test firing the unit, following the written instructions for administration of the device. 2. There were no defects identified which would have prevented the auto-injector from firing by the user. Based on the firing performance of auto-injector during test firing, there was no evidence of malfunction with the auto-injector, as such it can be concluded the root cause of the reported complaint based on the complaint sample evaluation for ¿failure to fire¿ is user error - instructions for proper administration were not followed correctly. To note: the force to fire specification is 3 to 7 lbf for the firing sub-assembly. If there is inadequate force applied this would result in the auto-injector from firing. As per the pil, ¿put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps. The investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g230405x for the complaint category- failure to fire, for the reported complaint ¿needle not come out¿ confirmed that the auto-injectors were manufactured in accordance with approved batch records. The evaluation of the retain samples conformed and met specification. The complaint sample evaluation confirmed that the two (2) returned auto-injectors were free of defects and were able to be fired and deliver a dose when functionally tested per the IFU, as such the reported complaint was not confirmed. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with twinject in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Two epinephrine auto-injectors fail/needle never came out [device failure]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device failure and no adverse event in a female patient from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse event experienced by the patient while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine injection (auto-injector) (ndc: (B)(4), lot number: g230405x, expiration date: oct-2024) (dose, frequency, route, and therapy dates were not reported) for an unknown indication. Concurrent conditions, concomitant medications, medical history, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient stated that recently had two epinephrine autoinjectors fail. The patient used the pens correctly and the needle never came out. Hence, the patient requested for a replacement. The two epinephrine autoinjectors used where having same ndc, lot number and expiration date details. Last action taken with twinject in relation to device failure and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device failure and no adverse event was unknown. The reporter did not provide the causality of device failure and no adverse event with twinject. This case was considered as serious. The reportability of this case was expedited. This case is cross-linked with (B)(6) as same patient.